Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was received. The distal end of the y-adapter is broken. The tip is sheared off at the junction where it inserts into the main body of the y-adapter. The distal end of the y-adapter was viewed under magnification and it exhibits whitening.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a from report (B)(6) stating, ¿the y-adapter broke at the stem during patient use. We have confirmed that no adverse events were reported with regards to the patient.¿kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).